Manufacturer narrative:
Parker labs has reviewed the details of the event with the initial reporter via email to verify that we have all information available. We have reviewed the batch record for the lot number provided and confirmed that there were no non-conformances or anomalies associated with this lot. A retained sample was evaluated and met all specifications. A review of the complaint history for lot #c0325003 identified no previous related complaints associated with this lot. The reporter indicated that the product is available for return for further evaluation; however, it has not yet been received by parker laboratories. If the product is returned, a follow-up report will be submitted. We will continue to monitor reported events to assure no trend develops indicating that corrective action is required.

Event description:
Parker laboratories was notified of the incident by its distributor, scientific surgical. On (B)(6) 2026, the incident was identified as a reportable incident. The event occurred on may 8, 2026, following an automated breast ultrasound procedure. Three views/positions were performed on each breast, with approximately 5 minutes per breast. Product was applied to the breasts, underarm, and upper abdomen areas. Approximately 12-16 hours after the procedure, the patient experienced deep red, painful skin burns in the areas where the lotion had been applied. Symptoms included blistering and oozing in certain areas. On (B)(6) 2026, the patient received a phenergan injection (0.25 mg) with no reported effect. On (B)(6) 2026, treatment was initiated with: prednisone injection, prednisone tablets 20 mg daily for 5 days, prednisone cream applied twice daily for 10 days, allecet tablets 10 mg three times daily for 5 day. As of (B)(6) 2026, it was reported that the reaction is improving. The skin remains red with reduced burning sensation, peeling in the affected areas, and itching.